Event description:
It was reported that during a prostate procedure, @ 80 joules (under one minute of lasing time), the physician noted the fiber end firing. The fiber was exchanged. The second fiber was also noted to end fire; however, the joules used were not provided. This fiber was exchanged. The procedure was completed with the third fiber (at approximately 17, 000 joules for the whole procedure). ¿no adverse outcomes¿ to patient and/or end user reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits mild detritus buildup; the fiber cap exhibits cratering; there is no substance noted inside the fiber cap; the bevel section does not show signs of melting; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and does not show forward firing. Based on the product analysis results, the product complaint of "forward firing" could not be confirmed; a melted cap with cratering was found; probable root cause: the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.